Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the presentation materials, significant calcification at the implant site was noted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented in the (B)(6), it was a 26mm sapien 3 case by tf approach in aortic position. Bav was done with a 26mm balloon and the valve was successfully implanted. Tee showed mild pvl without significant gradient (4mmhg), but an aortic hematoma on the non-coronary cusp with an aorto-ventricular fistula from the aortic root to the right ventricle was seen. CT showed an aortic rupture on the anterior side of the aortic annulus with an aorto-ventricular fistula from the aortic root to the right ventricle. Initially, the patient remained asymptomatic and without hemodynamic repercussion. Eventually, the patient developed heart failure, dilation of the right ventricle, and increased pulmonary arterial pressure. Then the physicians created an arteriovenous loop through arterial access, the aorto-ventricular fistula and venous access. Implantation of a 16mm amplatzer vascular plug ii with the distal disc in the aortic root and the proximal disc in the right ventricle. There was good echocardiographic result with reduction of the aorto-ventricular flow and without interference with the tricuspid valve. There was good clinical evolution with dyspnea in nyha class I. Pre-screening CT showed tow large chunks of calcium on the anterior and lateral sides of the aortic annulus.